Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) was dispatched and on 29-sept-2016 cleaned and lubricated all moving mechanisms, inspected sample nozzles, found sample nozzle partially clogged up, flushed with hot water. Ran 16 b12 samples back to back with good results. The most probable cause of the reported event was the nozzle partially clog.

Event description:
On (B)(6) 2016 the customer reported barcode misread errors with their aia-2000 analyzer. Customer reported having a issue running a patient sample. It is failing to read the bar code. We also have an issue with the bar code inside the reagent compartment. Customer reports that they received a "a54 - bc could not be read, rack 1 position 8 - skipped". Also said that the reagent barcodes were not being read intermittently. The customer is unable to run e2 lhii fsh bhcg and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 lhii fsh bhcg and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.